Event description:
Technician was performing glucose check on pt when lancet did not retract after use. When technician picked up lancet, she stuck her thumb with the used lancet. The technician then took off her glove and rinsed site off with hot water as she pushed blood out. Technician notified charge nurse and nurse of incident. Technician was sent to have labs drawn. Medical questionnaire filled out and returned listed the labs as the only medical treatment given. MFR ref #8021764-2014-00002.